Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a certified diabetes care and education specialist reported that an end-user experienced hypoglycemia with a recorded blood glucose of 20 mg/dl prompting ems intervention. The end-user was treated at home with glucagon and the event resolved with treatment. No long-term health effects were reported.